Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal left circumflex (lcx). Predilation was performed using an unspecified balloon catheter. A 2.75x16mm promus element ¿ drug-eluting stent was selected to treat the target lesion but failed to cross the lesion. However, upon withdrawal of the stent, the stent got dislodged in the lcx and left main coronary artery (lm). The physician then decided to use a 2.00mm x 15mm maverick²¿ balloon catheter to deliver the dislodged stent into the proximal lcx but the balloon was unable to cross the lesion. The physician then used a non-bsc balloon to deliver again the dislodged stent but the device failed to cross the lesion. At last, the physician selected another non-bsc balloon and successfully deliver the dislodged stent into the proximal lcx. The procedure was completed with a different device. A non-bsc balloon was selected to post-dilate to attach the dislodged stent in the vessel. No further patient complications were reported and the patient's status was stable.